Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose reached a "high" level. Customer managed the bg level by administering a correction injection and resolved the occlusions by changing the infusion set and cartridge before resuming insulin therapy.